Event description:
Av fistulogram with angioplasty. While angioplasty performed, a transverse tear occurred during inflation. The entire balloon was able to be removed with no known injury to pt. Pt discharged to home same day.